Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up arrow button was sticky and the contrast button does not respond normally. The patient reported that the ok button was worn. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to garment and cleans with mild soap and water. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to activate; the contrast button required additional increased force to respond. All other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The ok keypad button symbol was worn off, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.